Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the consumer borrowed chair and the rubber came off the wheel.